Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported the patient had an infection at the stimulator pocket. The patient had poor anastomosis to later right aspect of stimulation incision. The patient had copious amounts of clear/bloody drainage from the stimulator site. Antibiotics were given at initial implant and ciprofloxacin was given as an intervention. The patient did not have meningitis. No culture was taken from the pocket site. No device deficiency was noted. The event was not related to the device or therapy and possibly related to the implant procedure. The event resolved without sequelae.

Manufacturer narrative:
.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the patient remained afebrile.